Manufacturer narrative:
Device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. A lot history review could not be conducted as a lot number was not provided. A device history could not be performed due to lack of lot number. A two-year review of complaint history revealed there has been 2 complaints regarding 2 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: never activate the argon beam probe when in direct contact to the tissue as this may cause a mild embolism or a risk of perforation. The distal end of the probe must always be within the field of view of the endoscope before and during activation of the beam. Never activate the beam without visually checking. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the a-beam-3, argon probe was involved in a case where a transmural burn was caused in the right colon during a polypectomy procedure. The doctor was using a higher setting (30w .7l/min) than recommended for a right colon ablation. The doctor does not think the machine or probe caused this injury. There was no delay in the procedure and no patient injury. This report is being raised based on device malfunction with potential for injury upon reoccurrence.